Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at the start of a blood transfusion on a pump, blood began to leak around the IV pump door. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak ¿around the IV pump door¿ was confirmed, in that a small tear was discovered at the top end of the silicone pump segment. Due to the amount of blood product remaining in the tubing set overall, functional testing was not performed, and the reported leak was not reproduced. Examination under magnification revealed a small, rough-edged tear in the tubing, just below the upper retainer ring. Both retainer rings were in place and intact, and neither the upper nor lower fitment showed evidence of damage. The root cause could not be determined.

Event description:
The customer reported that at the start of a blood transfusion on a pump in the emergency department, blood began to leak around the IV pump door. There was no patient harm.